Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing shortness of breath and ¿heart throbbing, like someone is knocking at the door¿. The sensation was not constant and occurred at random times. Increasing the left ventricular lead output reproduced the sensation. The lead was programmed off. There were no patient consequences and would continue to be monitored.